Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on lens and defect on injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported upon insertion of the lens into the eye, a scratch was noted on the lens. A defect was noted on the injector and cartridge. The lens was removed from the patient without incidence. The procedure was completed with a replacement lens. A second viscoelastic was used due to defective product. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).